Event description:
Customer reported that she experienced high blood glucose of 410 mg/dl; treated with manual insulin injections. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Only low reservoir alarms found in the history. The cannula on the infusion set was not bent or occluded. Last blood glucose value was 366 mg/dl; she was able to treat with 4.3 units through the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.